Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload (a) was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition cartridge (b) ecr60g, k5cl7m, was received fully fired and in good visual conditions. Cartridge (c, d) ecr60g, k5cl7m, were received fully fired and with cartridge pan detached. Cartridge (e) ecr60g, k5cl7m, was received fully fired and with the cartridge pan dislodged, in addition the cartridge was broken in two pieces. Cartridge (f), ecr60g, k5cl7m was received fully fired and with the cartridge pan out of position and missing. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on how the cartridges (c, d, e, f) became damaged, however it should be noted part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired on first firing with green reload, seamguard, and device fired as intended. On the second firing of same device, using seamguard and green reload, surgeon attempted to fire and the knife advanced but then stopped. The battery was flipped and still device would not work (no power). The device was opened by using the manual override (ratchet) and it was noted that no cutting or stapling had occurred on this second attempted firing. A new device was opened and five reloads were fired. After the successful firing of the five reloads, upon removal of reloads, it was noted that one reload was bent and four other reloads had gray base of the reload come off. No components fell into patient and there were no patient consequences reported. All reloads used with first and second device were from same lot number (lot number unknown at this time).